Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure using ruby coils, the physician reported that a ruby coil became kinked upon removal from its packaging hoop. The damage to the ruby coil was found prior to use and therefore it was not used in the procedure. The procedure was completed using six other ruby coils.